Event description:
Halfway through case, the ethicon endo-surgery enseal laparoscopic tissue sealer g2 jaws locked, not allowing the device to open or closed. When removing from the pt, it was noted that the jaws were not meeting evenly. A kelly clamp had to be utilized to align the jaws so that the device could be removed through the trocar.